Event description:
An intravascular ultrasound (ivus) catheter tip broke while being used in an aortogram with runoff procedure. The target vessel was the patient¿s right external iliac which exhibited standard tortuosity and stenosis on the contralateral side of the patient, so the ivus was over the iliac bifurcation. Ivus catheter would not track or pull back off the wire when the physician attempted to withdraw the ivus catheter. The ivus and the guidewire were removed together, however, the catheter tip (approximately 2 cm) stayed inside the patient¿s right external iliac vessel. The physician then advanced a snare through the sheath and successfully retrieved the tip. Procedure was ended successfully with no adverse impact to the patient.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined.

Manufacturer narrative:
A review of the device history record (DHR) was performed and revealed nothing relevant to the reported event. One similar complaint was found in the lot. Inspection of the returned catheter, which measured 155.8 cm, revealed that the distal tip was broken off at approximately 15.5 cm from distal tip end when received. During visual examination, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. A kink was observed in the sheath assembly likely resulting from procedural/anatomical factors encountered during the procedure. During visual analysis imaging core wind up was observed in the telescope assembly, a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image, the fracture location was analyzed using sem (scanning electron microscopy). Examination of the sem photos of the fracture site showed areas which could be consistent with cutting the catheter (there appeared to be two pinch points on each side). There were no longitudinal fractures, and the site appeared clean. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. A root cause of undeterminable was assigned to this complaint for the tip detached/separated issue, as it cannot be definitively determined how it occurred.

Event description:
An intravascular ultrasound (ivus) catheter tip broke while being used in an aortogram with runoff procedure. The target vessel was the pt's right external iliac which exhibited standard tortuosity and stenosis on the contralateral side of the pt, so the ivus was over the iliac bifurcation. Ivus catheter would not track or pull back off the wire when the physician attempted to withdraw the ivus catheter. The ivus and the guidewire were removed together, however, the catheter tip (approx 2 cm) stayed inside the pt's right external iliac vessel. The physician then advanced a snare through the sheath and successfully retrieved the tip. Procedure was ended successfully with no adverse impact to the pt.